Event description:
On (B)(6) 2023, rayner received notification of an event that occurred following implantation of a rayone emv toric rao210t by a danish healthcare facility. The event description provided states that one day post-operatively following the explantation of the subject rayone emv toric rao210t (see FDA MDR 3012304651-2023-00113), the patient presented with corneal oedema.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case. The event description provided states that one day post-operatively following the explant of the subject rayone emv toric rao210t iol (ref. MDR 3012304651-2023-00114), the patient presented with corneal oedema. The healthcare facility has deemed the corneal oedema present one day post-operatively as "expected" given that there was some difficulty in removing the lens during the explant procedure on (B)(6) 2023. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. Our review of production records for the rayone emv toric rao210t batch 063217161 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects.